Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received at service center and evaluated .the complaint is not confirmed.however there were another defends found:tips worn out and left pinch valve wing missing.since the complaint is not confirmed the root cause for the reported failure is undetermined.since the complaint is not confirmed,the root cause for the reported failure is undetermined.however,the the root cause for missing wing is user mishandling and tips worn is most likely due to reuse of the device. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. At this point of time, no corrective action is required, and no further action is warranted.however, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
Additional information received from the affiliate on (B)(6) 2019 reporting a 15 minute surgical delay due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). (B)(4).

Event description:
It was reported by the affiliate via phone that the fms duo pump does not suck anymore, no harm on patient and no delay, need to send it for repair, loaner needed urgently, customer is not willing to send it until loaner is received.